Event description:
It was reported that there was anchor breakage. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
Visual assessment of the device could not confirm the reported complaint of anchor breakage. The anchor is intact. The suture remains loaded properly on the inserter. Dimensional assessment of the anchors major diameter and length was found to meet print specification. No root cause related to the manufacturing process can be established. Further investigation is not warranted at this time.